Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken door was confirmed and reproduced during evaluation. A definitive root cause has not yet been identified. The pump head door with required parts were replaced and the occlusion sensors were calibrated as per service manual to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.